Event description:
According to the reporter: the specimen was placed in an endocatch bag inside the chest. The physician began to remove the bag from the chest when the end of the bag, outside the chest broke off. The remainder of the bag was intact and removed from the patient's chest. The chest was irrigated and no remnants of the endocatch bag seen. Incisions closed and patient extubated without complication.

Manufacturer narrative:
(B)(4).